Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow valve and flow sensor was replaced and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to mechanically ventilate. There was no report of patient injury.